Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported hearing a strange sound while using the cutter (vitrectomy probe), and the cutting sometimes stopped suddenly and aspiration felt weaker during a procedure. This occurred to three packs during one procedure. The procedure was completed after replacing only the cutter from the fourth pack. There was no harm to the patient. This report is for one of four reports from this facility.

Manufacturer narrative:
Sample #1 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration, with no noise observed during testing, and was non-conforming for cut. Sample #1 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. Sample #2 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all functional tests with no noise observed during testing. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that sample #1 had a cut failure and did not confirm an aspiration or noise issue within sample #1. The evaluation indicated that sample #2 was conforming. The root cause for the cut failure observed on sample #1 is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as sample #2 was manufactured according to specifications, the reported aspiration and noise failures were not confirmed, and it appears that the observed cut failure on sample #1 was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).